Event description:
N/a.

Manufacturer narrative:
Unique device identifier: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational and lateral movement when unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Additional information received indicated that patient undergone a cervical spine procedure. There was a delay for a few minutes as they reposition the same clamp.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4) device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: upon investigation, the returned unit passed all specific functional testing requirements, except for the lock having rotational and lateral movement when unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. General maintenance and cleaning required at this time. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00053. A facility reported that the mayfield modified skull clamp (a1059) slipped prior to an unspecified case with no patient injury, just repositioning.